Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown product location. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Implanted date - (B)(6) 2005. Concomitant medical products: item # unknown, unknown cup, lot # unknown; item # unknown, unknown head, lot # unknown; item # unknown, unknown stem, lot # unknown. Consumer - attorney. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04312; 0001825034 - 2018 - 04313.

Event description:
It was reported that patient underwent hip revision surgery approximately 8.5 years post implantation due to multiple metal on metal complications. Metal complications include pain, inflammation, damage to bone and tissue, lack of mobility, loosening, bone fracture, dislocation, metallosis, and elevated metal ions.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of revision operative notes received. Revision notes stated the patient was revised due to metallosis and elevated metal ion levels. It was noted that during the revision large pseudotumor was removed and that metal staining and mild corrosion was present at the taper. Review of the device history record identified no deviations or anomalies would contribute to reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent hip revision surgery approximately 8.5 years post implantation due to multiple metal on metal complications. Metal complications include pain, inflammation, damage to bone and tissue, lack of mobility, loosening, bone fracture, dislocation, metallosis, and elevated metal ions. Revision operative records noted that during the revision large pseudotumor was removed and that metal staining and mild corrosion was present at the taper.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.